Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment failed to osseointegrate and fell out in 2007, approximately 2 weeks after the patient was fit with the sound processor. The surgeon noted that the loss of the fixture "may have been (due to) thin bone, second stage bone looked healthier". The patient received the second fixture on approx four months later. No further information was provided. The healthcare provider did not return the flange fixture to the manufacturer for analysis.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.